Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap ar, the device was unable to fire. A new device was used in order to complete the case. There was no patient injury involved. No reinforcement material was used. No patient injury.